Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer had low and high blood glucose. Customer stated she had high blood glucose of 300mg/dl, treated checked again it was only 110mg/dl. Customer's current blood glucose was 127mg/dl. Customer stated she does not feel good. The blood glucose ranged from 40mg/dl-400mg/dl, treated with a shot. Customer ended up over correcting. Advised customer to disconnect from the pump and revert to back up plan.